Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material # unknown. Lot # unknown. It was reported by customer that experiencing a down pressure occlusion alarm when attempting to administer propofol bolus on a patient in the medical surgical intensive care unit (msicu). The medication is also backing up into the line. They have recently expanded the roll out of anti-siphon valves (asv) in their msicu. They do not experience the occlusion alarms with continuous infusions. Bd representative had a troubleshooting call with the patient and received additional information. Patient was on ECMO and propofol was infusing at 11ml/hr. When the clinician programmed a bolus they experienced occlusion alarms. The clinician removed the anti-siphon valve (asv) in order to infuse the bolus. In addition, the clinician observed back flow into the line. Verbatim: rcc received a complaint via email. Email(s) attached. Disposable pr10010803. It was reported that the customer is experiencing a down pressure occlusion alarm when attempting to administer propofol bolus on a patient in the medical surgical intensive care unit (msicu). The medication is also backing up into the line. They have recently expanded the roll out of anti-siphon valves (asv) in their msicu. They do not experience the occlusion alarms with continuous infusions. There was patient involvement but no harm. Bd representative had a troubleshooting call with the patient and received additional information. Patient was on ECMO and propofol was infusing at 11ml/hr. When the clinician programmed a bolus they experienced occlusion alarms. The clinician removed the anti-siphon valve (asv) in order to infuse the bolus. In addition, the clinician observed back flow into the line. Although requested, devices will not be sent for investigation.